Event description:
The manufacturer received information alleging a bipap a40 pro device was alarming for a ventilator inoperative alarm condition. There was no harm or injury alleged. The device was returned to a third-party service center for evaluation on 08 april 2025. However, device evaluation has not yet been completed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device will be included in the fsn 2023-cc-src-039.